Event description:
It was reported that the system 9800 made popping sounds which indicates electrical arcing at the xray tube. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The malfunction was verified. Replaced xray tube, cover, and temperature sensor. Calibrated system. The system was tested and found to be working as intended and placed back into service. Service concluded in 2007.